Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-01894. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was a long lesion in the mid rca (right coronary artery) extending into the distal rca with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.7 mm. The target lesion was treated with pre-dilatation and placement of overlapping 2.75 mm x 24 mm and 2.75 x 16 mm promus element stents. Following post dilatation, residual stenosis was 0%. One day post index procedure, the subject experienced elevated troponin and a myocardial infarction (mi) was reported. It was noted that the subject did not experience ischemic symptoms and no action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).